Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. No photo available for review. A device history record reviewed could not be conducted since the lot number was not provided. No corrective action can be established at this moment since the device sample or pictures of it are not available for evaluation. Customer complaint cannot be confirmed based only on the information provided. To perform a proper investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility and itis not being manufactured at the time. If the device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges that there is an oxygen leak at the connection of the aquapak.